Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "cap con grade 3". The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture grade iii.

Event description:
Healthcare professional reported "cap con grade 3". This record is for the left-side. Device remains implanted and will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii". This record is for the left side. Device has been explanted and replaced.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (wear abrasion, opening and crease) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.